Event description:
Customer reported in 2004, before going to bed at night, customer tested on the finger with the freestyle meter and received a reading of 353 mg/dl. The customer took insulin based on this reading. The family member found customer unconscious and called the paramedics. They administered dextrose. The paramedics then test customer with their unknown brand meter and received 120 mg/dl. A freestyle tests was taken immediately afterward with a reading of 214 mg/dl.